Event description:
It was reported that the ilet pump sustained physical damage to the display during gym class, resulting in a non-navigable screen while the device continued to function and could not announce meals. Symptoms included none, with reported blood glucose in the normal range and no alerts or alarms. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included review of the user report and return logistics for evaluation. Investigation of this device revealed a damaged user interface component consistent with external impact to the screen, with device functionality otherwise maintained. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.